Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as an approved indication in europe. Surgery to replace the magnet has been completed (date not reported).